Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the up arrow, down arrow and ok buttons required several hard presses for a response. It was reported that the pump is not exposed to water and there is no peeling or damage to keypad.